Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture thresholds and intermittent loss of capture. On (B)(6) 2026, the physician elected to cap and replace the rv lead. Fluoroscopy was performed during the surgery, and no abnormalities were observed. The patient's condition remained stable.